Event description:
Reportedly, after the pt underwent a surgical procedure, the device was interrogated on (B)(6) 2013: it was found in standby mode and re-initialized. An analysis is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.